Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly and also received hardware low level failure alarm. The customer¿s blood glucose level was unknown. The customer reported that the alarm occurred during self test. The customer also reported that they were unable to clear the alarm. Customer was able to complete insulin pump rewind. Customer states fill cannula was recorded in daily history. The customer reported that the self test did not pass. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes 1 and 5. The customer was advised to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low-level failures alarm confirmed in pump history due to broken trace at pin 1 on keypad assembly.